Manufacturer narrative:
The device was received with the cannula undeployed . The device data indicated the device alarmed after 46 pulses after first prime. The downloaded data returned an 0x12 alarm, indicating a reset cause by low voltage detect. All batteries were measured to have sufficient voltage. The device alarmed before the cannula was able to deploy.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred.